Event description:
A malfunction occurred on the customer's pump, as reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Customer technical support (cts) assisted the caller with resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.